Event description:
It was reported that the catheter balloon was damaged and could not be used during the catheterization. It was also stated that the outer package of the catheter was in good condition and when the outer package was disassembled for the patient to catheterize, the catheter balloon damage was found. The catheter with the same batch number was replaced. It was also reported that the patient was a 68-year-old, male, was hospitalized for the treatment due to hematuresis on (B)(6) 2020. A foley catheter (18 fr) was needed to drain the urine from the patient. After checking the outer package of the urethral catheter for integrity, a nurse opened the outer package and prepared to use the device to drain the urine from the patient. The nurse found that the balloon was damaged and the device was unable to use. After the problem occurred, the use of the device was discontinued immediately. And replaced it with a new urethral catheter of the same lot, which was functioning properly. The damaged balloon and the catheter were complete.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. The root cause for this failure was unable to determine. However, a potential root cause for this failure mode could be due to a user related (example: contact with sharp objects/ exposed to petrolatum based products/ mechanical failure/ operator error). The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was unable to review due to the unknown product code. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews. Correction: d2, d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was damaged and could not be used during catheterization. It was also stated that the outer package of catheter was in good condition and when the outer package was disassembled for the patient to catheterize catheter balloon damage was found. Catheter with same batch number was replaced. It was reported that this (B)(6) year-old patient, male, was hospitalized for treatment due to hematuresis on (B)(6) 2020. A foley catheter (18 fr) was needed to drain urine for this patient. After checking the outer package of the urethral catheter for integrity, a nurse opened the outer package and prepared to use the device to drain urine for the patient. The nurse found that the balloon was damaged and that the device was unable to be used. After the problem occurred, the use of the device was discontinued immediately. And replaced it with a new urethral catheter of the same lot, which functioned properly. The damaged balloon and catheter were complete.